Event description:
During a stenting procedure in the ostium of the left renal artery, the distal end of the palmaz genesis stent became flared, with the stent eventually becoming deformed and out of position on the sds balloon. The vessel was noted as heavily calcified, heavily tortuous and 90% stenosed. The target vessel had an extreme downward slope, and the guiding catheter was managed to be advanced to the lesion only with difficulty. The lesion was then pre-dilated with a 4x15 pta balloon. The palmaz genesis sds was then navigated through the guiding catheter, but was unable to exit the end of the guiding catheter. After several attempts were made to advance the sds through the guide, the distal edge of the stent became flared. The sds was then removed from the pt, and the stent was then observed to be completely deformed and out of position on the balloon. It is unk if the sds was removed from the pt by pulling it back through the guide, or if they were removed together as a unit. Stent implant was then cancelled, and the procedure was completed with poba only, using the same balloon used for pre-dilatation. There was no report of pt injury.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.